Event description:
Same case as MFR# 2134265-2011-03512. It was reported that during a stenting treatment procedure stent dislodgement occurred. The severely tortuous and moderately calcified target lesion was located in the right coronary artery (rca). The lesion was predilated with a 2.5x15mm non bsc balloon. Three ion stents were then successfully deployed in the proximal, mid and distal rca with no issues. The physician attempted to place a 3.50x16mm ion stent between the mid and distal previously placed ion stents; however, the 3.50x16mm ion stent delivery system (sds) was unable to cross the previously placed 4.0x20mm ion stent located in the proximal rca. The device was removed from the patient and it was noted that the proximal edge of the stent was damaged. The physician then advanced a 4.0x16mm ion sds to the lesion; however this device was also unable to cross the previously placed stent in the proximal rca. The physician attempted to remove the sds from the lesion; however, the device got hung up on the proximal stent and became dislodged. A non bsc balloon was advanced through the dislodged stent and was inflated, deploying the stent in the rca. It was noted that the patient experienced no reflow in the rca, a blood pressure drop and bradycardia due to an air bubble after the stents were implanted. The patient was given atropine and the symptoms were successfully resolved. The procedure was ended at this point with no additional patient complications reported. The patient¿s current condition is okay.

Event description:
Same case as MFR# 2134265-2011-03512. It was reported that during a stenting treatment procedure, stent dislodgement occurred. The severely tortuous and moderately calcified target lesion was located in the right coronary artery (rca). The lesion was predilated with a 2.5x15mm non bsc balloon. Three ion stents were then successfully deployed in the proximal, mid and distal rca with no issues. The physician attempted to place a 3.50x16mm ion stent between the mid and distal previously placed ion stents; however, the 3.50x16mm ion stent delivery system (sds) was unable to cross the previously placed 4.0x20mm ion stent located in the proximal rca. The device was removed from the patient and it was noted that the proximal edge of the stent was damaged. The physician then advanced a 4.0x16mm ion sds to the lesion; however, this device was also unable to cross the previously placed stent in the proximal rca. The physician attempted to remove the sds from the lesion; however, the device got hung up on the proximal stent and became dislodged. A non bsc balloon was advanced through the dislodged stent and was inflated, deploying the stent in the rca. It was noted that the patient experienced no reflow in the rca, a blood pressure drop and bradycardia due to an air bubble after the stents were implanted. The patient was given atropine and the symptoms were successfully resolved. The procedure was ended at this point with no additional patient complications reported. The patient's current condition is okay.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion stent delivery system (sds) with no original packaging. There was a blood like substance in the wire lumen of the sds. The balloon of the sds was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was dislodged and not returned for analysis. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).